Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the mid right coronary artery (rca) with one 3.5 x 18 mm stent and in the proximal rca with one 3.5 x 28 mm stent. In (B)(6) 2011, the patient was hospitalized with a q-wave myocardial infarction. Symptoms included chest pain, pulmonary edema, and paroxysmal atrial fibrillation. Treatment included ischemia driven percutaneous coronary angioplasty with stenting. Additionally, after patient was discharged, he reports that he was readmitted for continued chest pain with near syncope. Heart catheterization was performed and cutting balloon angioplasty was performed. The previous stent sites were patent. While hospitalized, the patient experienced non-sustained ventricular tachycardia. A dual chamber pacemaker/defibrillator was implanted. The patient's condition resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event as it was reported to have occurred in (B)(6) 2011. Concomitant medical products: stent: xience v 3.5 x 28 mm; other: clopidogrel, aspirin. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, myocardial infarction, and arrhythmias, including atrial and ventricular, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.